Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received one photo sample that shows used catheter with no original packaging. Photo sample shows tip of catheter not cut off. Therefore, product does not meet specifications. Although an exact root cause could not be determined a potential root cause could be worn or damaged cutting knives or incorrect cut pressure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that the customer thought that they were doing something wrong when they were unable to connect a bag to the male external catheter. The representative went to help and found a faulty sheath. One of the male external catheter was found to be having the outlet on the funnel of the sheath closed off. The outlet should be open to allow urine to drain. They checked all other sheaths in the box and found that other sheaths were okay. Per additional information via email from ibc on 22mar2022, it was stated that the defect found while being used.

Event description:
It was reported that the customer thought that they were doing something wrong when they were unable to connect a bag to the male external catheter. The representative went to help and found a faulty sheath. One of the male external catheter was found to be having the outlet on the funnel of the sheath closed off. The outlet should be open to allow urine to drain. They checked all other sheaths in the box and found that other sheaths were okay. Per additional information via email from ibc on 22mar2022, it was stated that the defect found while being used.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received one photo sample that shows used catheter with no original packaging. Photo sample shows tip of catheter not cut off. Therefore, product does not meet specifications. Also received 1 used mec sample closed off at the bottom of the sheath. Therefore based on samples received, the product does not meet specification. Although an exact root cause could not be determined a potential root cause could be worn or damaged cutting knives or incorrect cut pressure. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer thought that they were doing something wrong when they were unable to connect a bag to the male external catheter. The representative went to help and found a faulty sheath. One of the male external catheter was found to be having the outlet on the funnel of the sheath closed off. The outlet should be open to allow urine to drain. They checked all other sheaths in the box and found that other sheaths were okay. Per additional information via email from ibc on (B)(6) 2022, it was stated that the defect found while being used.